Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent revision procedure wherein the pocket site was relocated and the ipg was replaced. No device malfunction was suspected. The patient was doing well post operatively.